Manufacturer narrative:
The events of "late seroma, capsular contracture, baker grade ii, and lymphoma-alcl-suspected" are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reporting healthcare professional has refused to provide further information regarding event, product, or patient details. No additional information is available at this time. Reason for reoperation: "volume, rupture and a lot of intracapsular liquid."

Event description:
Physician reported via regulatory agency: "capsular contracture baker grade ii. MRI showed left device with more volume, rupture and a lot of intracapsular liquid. At explanation device was intact, but on the left side there was a yellowish thickened prosthesis capsule with a gritty appearance as well as a large amount of periprosthetic seroma. Seroma and capsule are sent for analysis." Pathological markers have not been provided. Device was explanted. Left side.